Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that after filling the cartridge with 300 units and attempting to resume insulin delivery, the customer received a message to load a new cartridge onto the pump. Review of pump history with tandem technical support showed that the customer received a minimum fill message. Reportedly, the customer was not removing air from the cartridge and may have overfilled the cartridge with more than 300 units. The customer was able to load a new cartridge with 280 units of insulin and resume insulin delivery. There was no reported impact to the customer's blood glucose level.